Manufacturer narrative:
D9 (returned to manufacturer) was updated. H4 (device manufacture date) was updated. The complaint of the thermogard xp ivtm system (sn (B)(6) ) displaying "tcmid:06 (ce post failure) error messages" was confirmed in the system's event log data and during functional testing. The complaint of "tcmid:08 (coolant temp low) error messages" was confirmed in the event log data but was not replicated during functional testing at zoll. The root cause of both the tcmid:06 and tcmid:08 error messages was identified as a malfunctioning pic-16 circuit board, possibly attributed to the age of the device. The thermogard console was manufactured in october 2015 and is almost eight years old, well beyond its expected service life of 5 years. No physical damage was observed on the thermogard console during visual inspection. Event log data review showed multiple tcmid:06 and tcmid:08 error messages on and around the customer's reported event date, confirming the reported complaint. During functional testing at zoll, the thermogard system displayed a tcmid:06 (ce post failure) error message, confirming the reported complaint. After identifying the malfunctioning pic-16 circuit board as the root cause, it was replaced to remedy the fault. Following the replacement, the thermogard console functioned as intended, and the tcmid:08 error message was not reproduced. Zoll is awaiting the customer's approval for repair. Historical complaints were reviewed for service information related to the reported complaint, and no similar complaints were reported for the thermogard console with serial number (B)(6).

Event description:
During patient use, the thermogard xp ivtm system (sn (B)(6)) displayed tcmid:06 (ce post failure) and tcmid:08 (coolant temp low) error messages. The customer rebooted the thermogard system to clear the error messages, and the console restarted with no further interruptions. However, several hours later, the console displayed a tcmid:06 message again. The issue reoccurred multiple times. The console was replaced with a loaner thermogard console to continue the treatment. No patient injury was reported.

Manufacturer narrative:
Zoll has not received the thermogard console in complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.